Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after passed through the trocar into the patient. The surgeon removed the device from the patient. He thought maybe the reload had some issue and fired the device out of the patient but the jaw still could not open after firing. Changed to another device and reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one sc60 device was returned with no visual non-conformances and with an ecr60b fully fired reload present. In addition, the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.